Manufacturer narrative:
UDI #: (B)(4). The codman bactiseal catheter was not returned for evaluation (discarded by the hospital); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported from a post¿market clinical program that on (B)(6) 2018, a (B)(6)-month-old male patient received a ventriculoperitoneal shunt procedure for hydrocephalus. On (B)(6) 2018, the patient got a fever of 39°c. On (B)(6) 2018, the patient¿s csf had an abnormal increased number of wbc. The bacterial culture of csf was negative. The physician updated the use of antibiotics and on (B)(6) 2018 the patient¿s body temperature and wbc number returned to normal.